Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor siltex round moderate profile 250cc saline, catalog: 3542635, lot: 5629195. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch) that a female patient of unknown age who underwent breast prostheses implantation with mentor siltex round moderate profile 250cc saline breast prostheses for unknown indication on (B)(6) 2005 reported the following: "in 2004 mentor breast implants, 250cc; 2015-right implant deflated (too expensive to replace). On 2018 - felt lump in right breast. Had mammogram and ultrasound. Lump was biopsied. Diagnosis: invasive ductal carcinoma, ER/pr neg., her2 positive, knottingham 3 of 3. On 2018: lumpectomy, after margins, a baseball-sized tumor was removed. Began cancer treatments and research. On 2018: had explant of left breast implant. Continuing cancer treatments. Dates of use: 12 years". The patient underwent explantation on (B)(6) 2018. It is unclear whether or not the patient had a history of malignancy prior to diagnosis in 2018. This medwatch form is for the left breast prosthesis.